Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150mm, 150cm ranger global dcb otw balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at eight atmospheres for few seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.